Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was moisture in the indeflators. An advantage balloon catheter inflation device was noted to have moisture in the chamber. No patient involvement reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected and although there was no excess of silicone, residues of it were observed in the flexcil line of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that there was moisture in the indeflators. An advantage balloon catheter inflation device was noted to have moisture in the chamber. No patient involvement reported.